Manufacturer narrative:
Manufacturer's investigation is still ongoing; if additional information is received, a follow-up report may be submitted.

Event description:
It was reported by service report that side rail would not latch in the raised position and the IV pole was broken. No patient involvement or adverse consequences reported.